Event description:
The iab was inserted into the pt on 5/13/97 at 4:30 p.m. On 5/14/97 at 11:30 a.m., the "gas loss" alarm sounded from the pump and black flecks were noted in the tubing. The iab was removed. No second was inserted. (Event complications:none from the event- reported 5/14/97 .) (Pt's current status: o.k. - rpt'd 5/14/97.)